Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the bfr via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation. Add'l attempts to the customer have been made with no add'l info provided. This MDR included all event info received to date.

Event description:
It was reported by the user facility that the saline bag was filling during recirculation mode. A pt was not connected to the machine at the time of the incident.